Manufacturer narrative:
Hill-rom technical support troubleshot with the account and recommended to replace the side rail interface board. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section had unintentional movement. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).